Event description:
A patient reported a possible inaccurate result with a one touch basic meter. In 2001, pt experienced cold sweat, thirst and urination at 02:00 am. Pt checked blood glucose on ot meter and obtained a reading which the pt read as being 25mmol/l. Pt assumed that was having a hyperglycemic attack and took 7 u each of actarpid and monotard. Pt was later found by spouse asleep, unresponsive and with fluid coming out of mouth. Paramedics were called, and found pt glocose 2.0mmol/l. Pt was transferred to hospital where the pt was admitted for hypoglycemia. The ot meter memory download shows a blood glucose of 25mg/dl at 02:43 apparently pt mistakenly read the blood glucose unit in mmol/l. Based on available information, there is no evidence that the ot meter malfunctioned. No allegations of harm have been made.